Event description:
The customer reported to (B)(4) pacific the line of the non-dehp vented paclitaxel set leaked during chemotherapy infusion resulting in a chemotherapy spill. The leak is reported to be from the air filter. The condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Samples were not made available for evaluation; therefore, no assignable root cause could be determined. The manufacturing documents were reviewed and there were no deviations noted.